Manufacturer narrative:
The reported events capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, "inflamed lymph nodes"

Event description:
Healthcare professional reported left side "capsule and internal mammary lympnode." Healthcare professional later confirmed ached. Capsular contracture baker grade IV, inflamed lymph nodes as well as pain in the left breast implant. Device has been explanted.

Event description:
Healthcare professional reported left side "capsule and internal mammary lympnode" and "inflammation, pain, headaches and swelling" not device related. Healthcare professional later confirmed capsular contracture baker grade IV, inflamed lymph nodes as well as pain in the left breast implant. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe. Edema: unable to observe. Headache: unable to observe. Inflammation/irritation unable to observe. Lymphadenopathy: unable to observe. Pain: unable to observe. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.